Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act and down arrow button were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm noted during testing. It had an intermittent buttons response due to flattened esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address label, stained serial number label and stained end cap sticker.